Event description:
According to the reporter, during a laparoscopic appendectomy, the clip did not close completely and was stuck in the bracket. The surgeon used a new clip to complete the procedure. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.